Event description:
Pt. Reported; they had initial implant procedure in (B)(6) 2022. In (B)(6) 2022 they had a procedure for manipulation under anesthesia for removal of scarred tissue, pain, swelling and also for poor rom. Pt. Continued to experience pain and swelling and saw his physician in (B)(6) 2025 who recommended a revision. However, the revision was cancelled due to his a1c being too high. Tests for allergy and infection all came back negative. Pt. Further stated that he's a cardiac patient. Currently in rehab for rom issues.